Manufacturer narrative:
The insulin pump had an unresponsive up buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit and reset time/date due to unresponsive button. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case on the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer had issues with his insulin pump. The customer stated he made an attempt to bolus and the numbers started ramping. Customer removed the battery then put it back, and he got a battery out alarm. The only way insulin pump stopped ramping, was holding the bolus button down. The customer discontinued using the insulin pump. Customer stated he had removed the insulin pump, then restarted and forgot to bolus before lunch. He experienced high blood glucose, was going to bolus when he realized the issue. The blood glucose reading at the time of the incident was 200mg/dl. Customer doesn't believe the insulin pump was over heated. Customer did not troubleshoot for the battery out limit alarm, due to keypad issues. The customer agreed to return insulin pump for analyzes. The current blood glucose was unknown.